Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) was seen in clinic for routine follow up. During follow up, two stored events with noise, oversensing and pacing inhibition were noted. There was no report of pacing inhibition greater than 2 seconds. Device sensitivity was reprogrammed. Subsequently, the system continued to display noise and oversensing. An inappropriate shock was delivered. Post shock, loss of capture was noted. High shocking impedances of greater than 200 ohms and high pacing impedances of greater than 2000 ohms were also noted. At the time, a lead fracture was suspected. The patient was seen for a revision procedure. After the physician opened the pocket a tug test was performed. The lead stayed secure in the header of the device. The rv lead was then removed from the header of the device and tested on the pacing system analyzer (psa). The lead displayed numbers within parameters and no noise. The lead was then attached to a new device with the same results. It was then noted that the explanted device showed some separation between the header and can. It was then suspected that a loose header contributed to the reported clinical observations. The rv lead remains implanted. The explanted device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. External visual inspection noted tool marks on the case and header. The header was loose. The df- and df+ seal plugs and set screws were missing. All other seal plugs and set screws were intact. An x-ray inspection noted fractured feed through wires for the df-, ra+, and rv+ connections.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df-, ra+ and rv +header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. The device was included in the subpectoral implant 2009 advisory.

Event description:
--